Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and bard pelvisoft acellular collagen biomesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient experienced vaginal mesh extrusion with extensive vaginal wall granulation tissue formation on (B)(6) 2007. The patient underwent ilioinguinal nerve block with nerve stimulator guidance on (B)(6) 2011. The patient underwent excision of anterior vaginal wall mesh, anterior colporrhaphy, cystourethroscopy, release of vaginal stricture, and perineoplasty on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystocele/rectocele repair and urine incontinence repair due to cystocele, midline, vaginal wall prolapse, and female stress incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to uterine prolapse. The patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2008. It was also reported that the patient underwent a procedure on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge and dyspareunia. (B)(4).